Manufacturer narrative:
(B)(4). Batch # n56621. The analysis results found that the atw35 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify: the stapler misfired. Did the device deploy and staples? Yes. Did the device deliver a cutline? Yes. Was the staple line and cut line complete? No. Or did the device not fire at all?

Event description:
It was reported that during a kidney transplant procedure, staple misfire. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.